Event description:
It was reported that there was a false lead integrity alert (lia) and oversensing noise on the implantable cardioverter defibrillator (ICD) due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.